Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that prior to the application of the infusion set; the patient observed that the adhesive portion of the infusion set was missing. The patient reported that their blood glucose rose to 500 mg/dl due to the interruption in insulin therapy. The patient reported that they administered an insulin injection and inserted a different infusion set to resolve their high blood glucose. No permanent adverse effects to patient reported.